Manufacturer narrative:
The nurse reported that the central nurse's station (cns) was in use when waveforms and alarms from one patient began showing up on another patient's bed tile and on full disclosure. Nihon kohden clinical applications specialist reviewed the patient data and device data and determined this to be a technical issue rather than a clinical issue. More data was requested for further review. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) was in use when waveforms and alarms from one patient began showing up on another patient's bed tile and on full disclosure.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) was in use when waveforms and alarms from one patient began showing up on another patient's bed tile and on full disclosure. Nihon kohden clinical applications specialist reviewed the patient data and device data and determined this to be a technical issue rather than a clinical issue. More data was requested for further review. There was not enough data from the waveforms sent in. Times from the waveforms for both patients never overlapped so nihon kohden could not confirm any waveform duplication. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) was in use when waveforms and alarms from one patient began showing up on another patient's bed tile and on full disclosure.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6)2018 that their pu-681ra s/n 83 was displaying the incorrect waveforms and alarms. Waveforms and alarms from one patient were showing up on another patient's bed tile and full disclosure. Service requested: troubleshooting service performed: troubleshooting investigation result(s): it was determined that not enough data from the waveforms was sent in. Times from waveforms for both patients were found to have never overlapped, therefore waveform duplication could not be confirmed. Further information is not readily available at this time. The device serial number history shows no further/previously reported issues nor servicing for errors in alarm identity. Trending analysis found no tickets for similarly reported issue, suggesting that the issue is isolated to christiana health care's facility. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, refurbishing, or other suspected defects (see attached). There is no indication of design deficiency and there is no suspected adverse trend. Root cause of the issue could not be identified due to lack of provided information from the customer regarding waveform data and provided data showed that the waveforms never overlapped. Possible cause of the issue is duplicate ip schemes or facility network configuration. Investigation of the complaint record has been completed by qa. Corrected information: g4. Date received by manufacturer: should be 02/26/2018 not 03/28/2019 as listed on MDR initial report